Manufacturer narrative:
(B)(4)

Event description:
A talent aaa stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up and that the talent stent graft has migrated into the aneurysm sac resulting in a type I endoleak due to dilatation of the infrarenal neck. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is stable.